Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that implantable cardiac defibrillator (ICD) inappropriately triggered an oversensing alert for ectopic signals. No intervention was performed. There were no patient consequences.